Event description:
Caller reported an issue with incorrect time settings on their pump, which resulted in discrepancies between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with the caller understanding and acknowledging the guidance provided.